Event description:
After successful urokinase and angioplasty of left arm dialysis graft, films showed a good result. The balloon catheter did not rupture. Upon removal, the catheter came out but the balloon remained in the graft. The balloon was retrieved by surgical cut down in the or. The balloon was retrieved in one piece. Facility suspects this problem was due to a factory defect, specifically at the points of attachment of the balloon to the catheter.